Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her daughter¿s insulin pump had received an unexpected restart alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed for unexpected restart alarm and noticed and receiving another unexpected restart alarm. Advised that the pump will need to be replaced. Advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart error or reset time or date anomaly after change battery noted during testing. (B)(4).